Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system leaked approximately 1 ml of bloody diluent. The leak was not contained within the instrument. The operator was wearing lab coat, face shield and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed leaking from the probe. The fse replaced a faulty valve vl34 to resolve the leak issue. The instrument was returned to normal operation. (B)(4).